Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified femoral artery. A 7.0mmx80mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 13 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed. There were no patient complications as a result of this event.